Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system 4 misidentifications were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the resulting bacterial name does not match due to misidentification. There were 4 cases today in which aureus did not match the identification of epidermides. Please tell me the cause."

Manufacturer narrative:
H.6. Investigation: a failure for mis-identification of results was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). The customer reported that they had four instances in one day in which aureus did not match the identification of epidermides. Bd remote services communicated with the customer, who conveyed that they had previously received incorrect identifications, but that they concerned to have multiple occur at once. Bd remote services confirmed that there was no issue with qc, and advised the customer of the possibilities for workflow errors or issues with the specimens. Bd remote services requested that the customer prepare new samples and allow them to culture for 18 to 24 hours before testing. Upon follow-up, the issue was resolved and the root cause was determined to be related to the strain used. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples or further information is received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no previous complaints related to mis-identification. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system 4 misidentifications were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the resulting bacterial name does not match due to misidentification. There were 4 cases today in which aureus did not match the identification of epidermides. Please tell me the cause."